Event description:
Procedure: lap gastric bypass. According to the reporter: during a routine use of the instrument, it was noticed that the tip of the live blade was missing. The search was not successful. The incident was reported internally; the instrument was replaced and the procedure was completed without further incident. Fifteen minute extended or time for unsuccessful search.

Manufacturer narrative:
Date initial report sent: 10/13/2009.